Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient experienced a significant skin reaction localized under the entire patch area of the sensor, which had been inserted in the arm seven days prior. Reported symptoms included itching, burning, rash, redness, inflammation, blisters, drainage, and signs of infection. The patient sought medical attention from their general practitioner (gp), who prescribed oral keflex (cephalexin) to treat the infection. The gp also advised the patient to continue using bactroban (mupirocin) cream, which had been prescribed the previous day by a nurse practitioner. No photographs of the affected area were provided, and there is no documentation of medical intervention beyond the prescriptions noted. At the time of this report, the skin reaction was slowly healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).